Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reportedly fell and hit the head against the wall. Hearing performance is affected. CT scan and re-implantation surgery are being considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient reportedly fell down stairs and hit his head against a wall. Hearing performance is affected. Re-implantation surgery is being considered but no information about a decision has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reportedly fell down the stairs and hit the head against the wall. Re-implantation surgery took place on (B)(6) 2018.